Event description:
It was reported that the patient had a knee replacement on sept 9 and a pico 7 was placed after the surgery. She was discharged on sept 10 and when she got home, she took a nap. Upon waking up, she noticed that the plastic tubing (end of tubing) got detached from where it was supposed to be connected. Patient reattached the tubing and now she only sees the ok green indicator blinking. Patient was concerned about a possible infection due to contamination with germs when end of tubing got detached and touched any surface. Patient confirmed that the end of tubing got in contact with her clean bed only, not the floor. Patient was advised to contact her hcp for further medical advise. No additional information is available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed in attempt to confirm the failure mode. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Extra care must be taken when doing activities, such as sleeping or bathing, which may compromise the integrity of the device. All parts of the device, including the tubing, are specially designed to stay secure during use. Should the sterility of the system be compromised at any point during use, a health care professional should be contacted as soon as possible. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.